Event description:
Based on the medical records provided by the pt's attorney: on (B)(6) 2004 - pt underwent repair of large ventral incisional hernia with composix kugel. On (B)(6) 2004 - pt underwent repair of recurrent ventral incisional hernia with composix kugel. On (B)(6) 2009 - pt underwent exploratory laparotomy. Lysis of adhesions were performed. Small bowel resection with end-to end anastomosis. Excision of 2 pieces of composix kugel mesh.

Manufacturer narrative:
Initially the attorney reported that a single event of the implant of a composix kugel mesh occurred, however, medical records were received and a review of these records identified another event. Based on the medical record review, the pt underwent repair of a large ventral incisional hernia with composix kugel on (B)(6) 2004. Approx, seven months later, the pt underwent repair of a recurrent incisional hernia with a second piece of composix kugel. On (B)(6) 2009, the pt underwent an exploratory laparotomy. The medical records note the composix kugel meshes were adherent to the omentum. During the dissection serosal tears and an enterotomy was made. The small bowel was resected with end to end anastomosis. Lysis of adhesions were performed and both pieces of composix kugel mesh were excised. The medical records note the pt has had multiple abdominal repairs and a non-bard mesh was identified under his midline. The pt has also undergone component separation. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The pt developed and was treated for a recurrence and adhesions, both of which are known adverse event listed in the IFU. Additionally, no sample was returned for eval. With the currently available info, no conclusion can be drawn at this time. Info related to the recalled composix kugel mesh implanted on (B)(6) 2004 was reported in accordance with rae (B)(4).